Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. Visual investigation showed that the data cable was charred on both ends and that the connection jacks on the power board and ltm were both defective. The power board and cable were replaced to address the reported issue.

Event description:
It was reported to carefusion that the cable on the ltv ventilator had burn marks on it. This unit was not on a patient at the time the reported issue was discovered.